Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited muscle stimulation. The health care professional (hcp) wanted to turn off lead. Moreover, the health care professional (hcp) mentioned that the lead may have moved. Boston scientific technical services (ts) suggested programming options or consider obtaining a chest xray. There was no further information provided. As of this time, the lead remains in service. No adverse patient effects reported.